Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's ins had been "protruding," and they got the ins removed in october because the implant was "working its way out of the skin. It was protruding. They could really feel the implant and this issue has been present for over a year, so they decided removal was best. Since the device was removed they were actually "doing better without the device than with the device." The circumstances that led to the reported issue were unknown.